Manufacturer narrative:
Other relevant device(s) are: product ID: sg-64, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, heli-fx applier and endoanchors were used in the endovascular treatment of stent graft migration and a type ia endoleak for a ruptured 58mm abdominal aortic aneurysm in the patient. The aortic neck length was 4.7 mm. The patient had initial endograft repair approximately 5 years earlier with an unknown manufacturers device. Another manufacturer aortic cuff was also implanted on the same day as the endoanchors as part of the anticipated treatment plan. It was reported that a total of 8 endoanchors were implanted with 4 between the main body and proximal neck and 4 between the aortic cuff and aortic neck. It was noted that approximately 9 days post procedure the patient had scrotal edema which impaired their ability to urinate warranting a urinary catheter to be placed. The event resolved on the same day. It was noted to be not related to the device or procedure by the investigator, but to have a causal relationship to the procedure by the sponsor. No additional clinical sequelae were reported and the patient will be monitored.